Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown synthes dynamic hip screw system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kukla c. Et al (1997), gamma nail vs. Dynamic hip screw in 120 patients over 60 years - a randomized trial, acta chir. Austriaca, volume 29, pages 290-295, (austria). This prospective, randomized study aims to compare the gamma nail and dynamic hip screw using the following protocol: the variables chosen for statistical comparison were intraoperative blood loss, to provide an objective measure of the invasiveness of either technique: operating time; postoperative complications; and the patients' mobility status at 6 months, which reflects the occurrence of postoperative complications. Between august 1993 and march 1994, 120 patients with pertrochanteric femoral fractures, ao/asif classification 31-a1.1 -a3.3 were included in the study. The patients were randomly allocated to receiving either a competitor¿s gamma nail (group I) or an unknown synthes dynamic hip screw (group ii). A total of 60 patients were implanted with an unknown synthes dynamic hip screw which consisted of 56 females and 4 males with a mean age of 84 +/-8.3 years. The mean time of stabilization was measured from incision to wound closure. The mean operating time was 53.4 +/- 8.3 minutes (range 13 to 150 minutes). The mean hospital stay was 14.1 days. The mean follow-up period was 6 months. Complications were reported as follows: (intraoperative): 4 patients necessitated exposure of fracture site as the closed reduction was proved to be impossible during the insertion of dynamic hip screw. 2 patients required additional means of internal fixation, such as lag screws, or tension banding, to stabilize the fracture. 3 patients had to be kept non-weightbearing or only partial weightbearing for about 4 to 8 weeks postoperatively. (Postoperative): 2 patients had infection. 1 patient had revision for evacuation of hematoma. 3 patients had insufficient medial support which resulted in telescoping over a considerable distance. The patients had clinically relevant shortened limb (by more than 2 cm), and the union took a long time. Unknown patients could not start mobilization prior to postoperative day 4 on average ( mean: 4.1 days, range 1 to 41 days) because of subjective complaints of pain. 3 patients died during the in-patient stay. A total of 14 patient died within a period of 6 months from surgery. This report captures the reported events of additional means of internal fixation required (intraop), to be kept non-weightbearing or only partial weightbearing for about 3 -8 weeks postoperatively, infection, revision for evacuation of hematoma, insufficient medial support resulting in telescoping, shortened limb and delayed union. This report is for an unknown synthes dynamic hip screw system. This is report 2 of 2 for (B)(4).